Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). This event is the first of two events of the same ventilator. During this occurrence the reported problem was not reproduced. An oxygen gas module was replaced as a precaution and the ventilator was returned back in service. The oxygen gas module was investigated and it was found with no fault. Our conclusion is that the problem remained latent and was not resolved. The issue was solved by the second event where the air gas module was replaced. The investigation results and evaluation codes for this event are therefore contained in the MFR report #:8010042-2019-00041 for the second event.